Manufacturer narrative:
(B)(4). Results: (sent graft migration, endoleak). (Disease progression; severe vessel tortuosity). Conclusions: (disease progression; severe vessel tortuosity).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a less than 5 cm abdominal aortic aneurysm approximately three years ago. Vessel morphology from the time of implant was reported that the proximal neck diameter was 26mm to 27mm and there was thrombus in the aortic neck. It was reported that the original plan for the index procedure was to implant a talent graft because of the proximal neck diameter; however, the talent graft would not go through the iliac arteries, so an aneurx stent graft was implanted. A recent CT scan showed a distal migration and a type 1 endoleak. The cause of migration was reported as disease progression and aortic neck dilatation and not being able to place a bigger graft at initial implant since a talent graft would not go through the anatomy. Currently, the vessel morphology is that there is approximately 7cm from the renal arteries to the flow divider of the graft with severe bilateral iliac tortuosity as well as calcification; the aortic neck is reverse funnel shaped with a diameter of 26-30 mm ; 33 mm diameter at 15 mm below the renal arteries; the right distal iliac fixation of 20 mm and left distal fixation of 30 mm. The patient will be treated with placement of additional aortic cuffs. No additional clinical sequelae were reported and the patient is fine.